Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient was seen in clinic on (B)(6) 2021 and presented with damage to driveline where the connection of the driveline meets the metal on the controller. The patient had a new back up battery alarm, in which the battery was changed/reseated the day of clinic visit. Log file submitted that started on (B)(6) 2021 at 20:28 revealed backup battery fault alarms, however, no driveline related alarms. On (B)(6) 2021, the patient had a clamshell repair performed due to total separation of the silastic from the metal connector. Pictures sent revealed driveline showing multiple areas of twisting and kinking along with areas of no shielding present. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the driveline¿s outer jacket from the controller connector can be confirmed based on the onsite evaluation by an abbott representative. In addition, the report of twisting and kinking with areas of no shielding present on the driveline was confirmed through review of the submitted images. Review of the submitted log file did not reveal any driveline-related findings. The pump appeared to function as intended above the low speed limit throughout the duration of the file. A clamshell repair was successfully performed on 09apr2021 by an abbott representative without issue. The account submitted images for review that showed multiple areas of twisting and kinking along the length of the driveline. The outer jacket was removed from the driveline, and partial breakdown of the metal braided shield was visible through the clear plastic layer. Additional images were submitted that show the driveline wrapped in clear rescue tape. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 7 ¿equipment storage and care¿ provide information on driveline care and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The heartmate ii lvas patient handbook is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.